Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascluar treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported the patient presented with claudication six weeks following stentgraft placement. A CT angiogram demonstrated occlusion of the left limb of the stent graft, likely secondary to compression of the terminal aorta and origin of the iliac artery. A thrombectomy of the occluded left limb was performed using a fogarty catheter and a large amount of thrombus was removed. The catheter was passed 3 times, until no further thrombus was removed. Follow-up arteriography showed minimal flow through the left limb. There was kinking of the stent graft in the terminal aorta in the origin of the common iliac artery. Two balloons were inserted, one on each side and inflated in a kissing technique. There was some improvement, but residual stenosis remained on the left side; therefore a balloon expandable stent was deployed across the area of stenosis and dilated with an angioplasty balloons in a kissing technique. An additional balloon expandable stent was deployed across an area of narrowing in origin of the left limb of the stent graft after which bilateral femoral arteriograms were performed to ensure no significant stenosis of the femoral arterial outflow. The patient tolerated the procedure well. No additional clinical sequelae were reported.